Event description:
New communication from the hospital on (B)(6) 2013 has promoted this event to be reclassified as reportable.

Manufacturer narrative:
Disposable sensor was discarded by hospital staff. Hardware was returned for eval.